Event description:
It was reported that during an unknown open procedure, the staples were malformed when the device was used on the stomach and the duodenum. The cartridge was blue. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.